Manufacturer narrative:
The device has been returned. Once the device is investigated, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that a silent nite 3d appliance has broken. It was reported that the lower button has fractured. No injury was reported.

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the reported device was returned, but not in the original packaging. The device was missing a connector, and an anchor was broken off of the device while still being attached to the other connector. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was mostly clear and transparent as there were some discolorations on the device. General cleanliness - the returned device appeared to be not fully clean as there was matter on the inside of the device. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Corrective action no corrective action is warranted at this time. Complaint handling team will continue to track and trend for similar incidents. Manufacturer internal reference number: (B)(4).